Event description:
It was reported that ¿low out of range impedance values¿ of ¿15 ohms¿ were measured at the time of report. It was noted these occurred with existing leads and extensions that were connected to new batteries. It was stated ¿the 15 ohms occurred on 1-2 only¿ and the patient was programmed for ¿3+ and 0-.¿ it was noted that intra-operatively, the system was ¿disconnected and reconnected with the short circuit not resolving.¿ it was reported, the short was not observed when impedances were measured prior to replacement of the batteries. Additional information reported ¿no¿ symptoms were associated with the event and ¿no¿ cause of the issue was determined. It was also reported that ¿no¿ lead fractures were noted and the patient ¿would not be programmed using the low impedance pair.¿ it was stated that it was ¿unknown¿ whether the patient was receiving effective therapy one week after the initial report. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# (B)(4); product type lead product ID 3389-40, serial# (B)(4); product type lead product ID 748240 lot# serial# (B)(4); product type extension product ID 748240, serial# (B)(4);: product type extension. (B)(4).